Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2017 with the following findings: during investigation, there was a cs 054 alarm observed in the black box. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms. The call service alarm in the black box history was due to an occlusion present during prime function. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.